Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unremovable battery cap and some basal rate issues. The blood glucose reading was 203 mg/dl. The customer's husband stated that he and the customer were unable to remove the battery cap and had struggled with this for 3 days. The caller was able to remove the battery cap later on that day. However, the caller stated that the customer's had had a basal rate of .150 units, and they changed it to 2.2 units. He stated that the change was not too significant, but he reported that the customer's blood glucose levels were not being managed well. He was unsure of whether the issue was with the insulin pump, stating that he knew bodies can change, so the issue may have involved her body chemistry. He also reported issues with the infusion sets adhering due to sweat, as well as potential high blood glucose as a result of knee surgery or injections into the knees. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.